Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the image intensifier. The wheel was also replaced. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy sys had poor image quality and an issue with a wheel caster.